Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 28mm synergy ii drug eluting stent was advanced for treatment but the stent failed to cross the lesion. However, it was found that the tip of the stent was lifted. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Struts along the mid-section were lifted from the crimped profile. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 6 cm distal to the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.00mm x 28mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00 x 28mm synergy drug-eluting stent was advanced and multiple attempts were made to cross the lesion. However, during the procedure, the tip of the stent was lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.